Manufacturer narrative:
The instrument was returned. Per the customer reported complaint, engineering observed that the tube extension was broken resulting in the proximal clevis to be dislodged. A broken tube extension may have created a path for arcing, however, there are no signs of arcing through the main tube or tube extension. The conductor wire is not damaged. There is a black mark on the proximal clevis that lines up with the hole on the tip cover. This may possibly be where the instrument arced. The tube extension may have been damaged further during shipping, as broken pieces were found loose in packing. Electrical continuity passed. No other damage found. The tip cover accessory was also returned. Engineering evaluation found the tip cover to have a hole at the silicone to sleeve interface. The plastic sleeve has charring below the hole. The hole is located approximately halfway between the parting lines of the silicone and the sleeve on either side of the hole, which may have created a path for arcing. There are also various tears in the silicone that are not heat/energy related.

Event description:
It was reported that during a prostatectomy procedure the surgeon noticed a burning smell and a black mark with smoke at the distal end of the monopolar curved scissors instrument, around the instrument's tip cover. This occurred while coagulating tissue. The instrument was removed and replaced with an instrument of the same type. The procedure was successfully completed without significant delay. No pt harm, adverse outcome or injury was reported.